Event description:
It was reported that the pt had a revision due to discomfort at the pocket site. The medication being delivered via the device system was baclofen.

Manufacturer narrative:
(B) (4).